Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe s2 2ml 23ga 1-1/4in bd china tip broke. The following information was provided by the initial reporter translated from chinese to english: "disposable sterile injection with needle, syringe nipple rupture during injection."

Manufacturer narrative:
A device history record review was completed for provided material number 301940 and lot number 1907158. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a shelf carton of retained samples were obtained for evaluation. The retained samples did not display any signs of defect upon examination. The material used to manufacture the discard it syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and immediately rejects any defects identified. Although an exact cause could not be determined for this incident, it is possible that the syringe became damaged due to a blockage in the barrel feeding process which went undetected. During use, the damage caused breakage of the product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.